Event description:
It was reported that this system had been exhibiting abrupt increases in pacing impedance measurements with some measurements greater than 2000 ohms on the right ventricular (rv) channel. Additionally, threshold measurements had increased. A review of the device data identified a signal artifact monitor (sam) event that was suspect for noise/interaction with the minute ventilation feature. Additionally, there was a non physiologic signal noted that was suspect for lead damage. Another sam event was noted with artifact detected on the atrial channel. An inappropriate atrial tachycardia response event had been stored due to oversensing of the noise. A revision procedure was performed and this implantable device was explanted and replaced. The associated rv competitive lead was surgically abandoned. Initial attempts to replace this lead resulted in a pericardia! Effusion. A replacement lead was subsequently implanted without further incident. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).